Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 27-sep-2017. The most recent information was received on 08-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of allergy to metals ("the patient had positive allergy tests for nickel and cobalt"), the second episode of allergy to metals ("the patient had positive allergy tests for nickel and cobalt"), pelvic pain ("pelvic pain (level10 during crisis)") and salpingitis ("focal chronic salpingitis in left tube.") In a 41-year-old female patient who had essure (batch no. E25515) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included thrombosis, appendectomy, ligament tear, ankle fracture, multigravida, c-section and parity 3. Previously administered products included for an unreported indication: coil nos. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), fatigue ("chronic fatigue"), menorrhagia ("painful and hemorrhagic periods"), dysmenorrhoea ("painful and hemorrhagic periods"), headache ("severe headaches"), loss of libido ("loss of libido"), hypotension ("hypotension"), swelling ("swelling"), epistaxis ("nasal bleeding"), alopecia ("loss of hair"), amnesia ("loss of memory and attention"), disturbance in attention ("loss of memory and attention"), urinary tract infection ("repetitive urinary infection") and vulvovaginal mycotic infection ("vaginal mycosis"), was found to have weight decreased ("loss of weight") and experienced general physical health deterioration ("altered health state"), 2 months 31 days after insertion of essure. On an unknown date, the patient experienced the first episode of allergy to metals (seriousness criteria medically significant and intervention required), the second episode of allergy to metals (seriousness criteria medically significant and intervention required), salpingitis (seriousness criterion medically significant) and asthenia ("asthenia"). Essure was removed on (B)(6) 2017. At the time of the report, the last episode of allergy to metals, pelvic pain, salpingitis, fatigue, menorrhagia, dysmenorrhoea, weight decreased, headache, loss of libido, hypotension, swelling, epistaxis, alopecia, amnesia, disturbance in attention, urinary tract infection, vulvovaginal mycotic infection, general physical health deterioration and asthenia outcome was unknown. The reporter provided no causality assessment for alopecia, amnesia, disturbance in attention, dysmenorrhoea, epistaxis, fatigue, general physical health deterioration, headache, hypotension, loss of libido, menorrhagia, pelvic pain, swelling, urinary tract infection, vulvovaginal mycotic infection, weight decreased, the first episode of allergy to metals and the second episode of allergy to metals with essure. The reporter considered asthenia and salpingitis to be related to essure. The reporter commented: it was informed that the event happened at the home of the patient. Bilateral salpingectomy report showed focal chronic salpingitis in left tube, absence of suspect histologic lesion in right tube diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: confirmed the removal of integrality of both essure. Allergy test - on an unknown date: positive allergy tests for nickel and cobalt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: patient¿s initials were updated; medical history and historical drug added; the patient was hospitalized from (B)(6) 2017 to (B)(6) 2017 for removal of essure with bilateral salpingectomy. Plain abdomen x ray confirmed the removal of integrality of both essure; bilateral salpingectomy report showed focal chronic salpingitis in left tube, absence of suspect histologic lesion in right tube; asthenia and focal chronic salpingitis in left tube were added as event. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain (level10 during crisis)") in a female patient who had essure (batch no. E25515) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 2 months 31 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), fatigue ("chronic fatigue"), menorrhagia ("painful and hemorrhagic periods"), dysmenorrhoea ("painful and hemorrhagic periods"), weight decreased ("loss of weight"), headache ("severe headaches"), loss of libido ("loss of libido"), hypotension ("hypotension"), swelling ("swelling"), epistaxis ("nasal bleeding"), alopecia ("loss of hair"), amnesia ("loss of memory and attention"), disturbance in attention ("loss of memory and attention"), urinary tract infection ("repetitive urinary infection") and vulvovaginal mycotic infection ("vaginal mycosis"). Essure treatment was not changed. At the time of the report, the pelvic pain, fatigue, menorrhagia, dysmenorrhoea, weight decreased, headache, loss of libido, hypotension, swelling, epistaxis, alopecia, amnesia, disturbance in attention, urinary tract infection and vulvovaginal mycotic infection outcome was unknown. The reporter provided no causality assessment for alopecia, amnesia, disturbance in attention, dysmenorrhoea, epistaxis, fatigue, headache, hypotension, loss of libido, menorrhagia, pelvic pain, swelling, urinary tract infection, vulvovaginal mycotic infection and weight decreased with essure. The reporter commented: it was informed that the event happened at the home of the patient. Awaiting for removal of essure planned for (B)(6) 2017 at hospital. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of quality-safety evaluation of ptc (FDA codes updated). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1715511) on 27-sep-2017. The most recent information was received on 31-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of allergy to metals ("the patient had positive allergy tests for nickel and cobalt"), the second episode of allergy to metals ("the patient had positive allergy tests for nickel and cobalt") and pelvic pain ("pelvic pain (level10 during crisis)") in a 41-year-old female patient who had essure (batch no. E25515) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), fatigue ("chronic fatigue"), menorrhagia ("painful and hemorrhagic periods"), dysmenorrhoea ("painful and hemorrhagic periods"), headache ("severe headaches"), loss of libido ("loss of libido"), hypotension ("hypotension"), swelling ("swelling"), epistaxis ("nasal bleeding"), alopecia ("loss of hair"), amnesia ("loss of memory and attention"), disturbance in attention ("loss of memory and attention"), urinary tract infection ("repetitive urinary infection") and vulvovaginal mycotic infection ("vaginal mycosis") and was found to have weight decreased ("loss of weight"), 2 months 31 days after insertion of essure. On an unknown date, the patient experienced the first episode of allergy to metals (seriousness criteria medically significant and intervention required), the second episode of allergy to metals (seriousness criteria medically significant and intervention required) and general physical health deterioration ("altered health state"). Essure was removed on (B)(6) 2017. At the time of the report, the last episode of allergy to metals, pelvic pain, fatigue, menorrhagia, dysmenorrhoea, weight decreased, headache, loss of libido, hypotension, swelling, epistaxis, alopecia, amnesia, disturbance in attention, urinary tract infection, vulvovaginal mycotic infection and general physical health deterioration outcome was unknown. The reporter provided no causality assessment for alopecia, amnesia, disturbance in attention, dysmenorrhoea, epistaxis, fatigue, general physical health deterioration, headache, hypotension, loss of libido, menorrhagia, pelvic pain, swelling, urinary tract infection, vulvovaginal mycotic infection, weight decreased, the first episode of allergy to metals and the second episode of allergy to metals with essure. The reporter commented: it was informed that the event happened at the home of the patient. Awaiting for removal of essure planned for (B)(6) 2017 at hospital. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 31-jan-2019: reporter added - case is potential legal. Removal date of essure and events positive allergy tests for nickel and cobalt and altered health state added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (B)(6) on 27-sep-2017. The most recent information was received on 03-oct-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain (level 10 during crisis)") in a female patient who had essure (batch no. E25515) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 2 months 31 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), fatigue ("chronic fatigue"), menorrhagia ("painful and hemorrhagic periods"), dysmenorrhoea ("painful and hemorrhagic periods"), weight decreased ("loss of weight"), headache ("severe headaches"), loss of libido ("loss of libido"), hypotension ("hypotension"), swelling ("swelling"), epistaxis ("nasal bleeding"), alopecia ("loss of hair"), amnesia ("loss of memory and attention"), disturbance in attention ("loss of memory and attention"), urinary tract infection ("repetitive urinary infection") and vulvovaginal mycotic infection ("vaginal mycosis"). Essure treatment was not changed. At the time of the report, the pelvic pain, fatigue, menorrhagia, dysmenorrhoea, weight decreased, headache, loss of libido, hypotension, swelling, epistaxis, alopecia, amnesia, disturbance in attention, urinary tract infection and vulvovaginal mycotic infection outcome was unknown. The reporter provided no causality assessment for alopecia, amnesia, disturbance in attention, dysmenorrhoea, epistaxis, fatigue, headache, hypotension, loss of libido, menorrhagia, pelvic pain, swelling, urinary tract infection, vulvovaginal mycotic infection and weight decreased with essure. The reporter commented: it was informed that the event happened at the home of the patient. Awaiting for removal of essure planned for (B)(6) 2017 at hospital. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 04-oct-2017 for the following meddra preferred term: pelvic pain: the analysis in the global safety database revealed 4655 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 3-oct-2017: quality safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.